Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was report that there was loss of light (image) during the procedure.

Event description:
It was report that there was loss of light (image) during the procedure.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker india; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. The technical service report is attached (see comm log), and indicates: touch panel & switch not working. Probable root cause: - front board - u10 failure - touch screen - main board - jaw assembly - power supply - leds - tilting - light pipe - fans - ac inlet board - ac inlet filter - button rod - chassis - workmanship - inadequate air flow - inadequate calibration - use errors. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.